Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller and battery were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed a premature power switching event due to a momentary disconnection involving the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a momentary disconnection between the controller and battery. Additional products: battery/ (B)(4) / model #1650de/ exp. Date: 2016-11-30/ UDI#: (B)(4). Device available for evaluation: no. Mfg. Date: 2015-11-30. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller would switch power source when the battery's capacity was at two bars. The controller and battery remain in use. No patient complications have been reported as a result of this event.